Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance while in manual mode, the device had no "ECG lead off" message in lead 1 or lead 2. The complainant indicated that there was no pt involvement in the reported failure.